Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 69-year old female patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll chelmsford and the zoll germany sub-office did not receive the device or any associated accessories related to this claim. We contacted the customer three times to obtain an update on the status of the device, but no additional information was provided. As a result, the claim will be closed due to no sample being returned. The claim will be reopened if any value-added information or the device is received for further investigation.